Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was noted that technical support had been contacted for the permanent shut off code at the time of the pump and catheter explant. Additional information was received via a healthcare provider (hcp) on 2020-aug-30. It was reported they were needing to permanently shut down the pump due to an infection. There was redness around the pump area on (B)(6) and the patient was then admitted on (B)(6). There was also drainage from the pocket and you could see part of the hardware. The hcp understood the permanent shutdown and wanted to proceed. The code to shut down the pump with programmer tablet was provided on (B)(6) 2020. The pump was currently administering baclofen with concentration 2000 mcg/ml at a dose rate of 96.1 mcg/day. On 2020-aug-31 a company representative further reported that the pump and catheter were explanted on 2020 (B)(6). It was noted that there was no company representative at the procedure. The explanted pump and catheter were disposed of at that time. It was noted that the explant was due infection and there were no issues with the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 532 mcg/day) via an implantable infusion pump. It was reported that there was pump dehiscence. The surgeon opted to externalize the pump and attach a new pump segment of catheter to the remaining spinal segment. The plan was to decrease the infusion rate as the patient was monitored inpatient, then they will explant the entire system. The patient's spasticity was being managed by an oral antispasmodic. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's other concomitant medications were: oxycodone, relistor injection, flexeril, proventil, tylenol, senna, mirilax, movantik, milk of magnesium, lexapro, dulcolax. The patient's medical history included: cerebral palsy, developmental delay. The patient's weight was reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the infection was resolved after the patient was given antibiotics. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was indicated the patient had an infection and the device was delivering lioresal.